Event description:
Caller reported noticing the cartridge leaked after she received a blood glucose reading of 544 mg/dl; cartridge compartment was full of insulin. Caller stated she changed the cartridge and noticed 3 hours later that the new cartridge leaked. Caller switched back to her old pump and using cartridges from the same lot and did not experience this issue. No adverse event reported. Requested return of the alleged cartridges and pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer returned four unused cartridges. They were tested and they did not leak. Cartridge was not returned.